Event description:
My insurance company switched blood glucose meters from one touch in accu-chek. I also use a freestyle meter. Both accu-chek and freestyle consistently report blood sugar about 20 mg/dl lower than the accu-chek. The accu-chek results risk in taking too much insulin and resulting in low blood sugar. FDA safety report ID# (B)(4).